Event description:
Reportedly on (B)(6) 2016, the subject pacemaker was tried to be implanted with a non-sorin lead. During the implantation procedure, it was not possible to tighten the set-screw. The lead was inserted all the way into the port and the screw was tried to be tightened but the screwdriver did not click, the ratchet noise was not heard. The tightness of the connection was checked by pulling the lead, but the lead connector did not remain in the pacemaker port. Another pacemaker was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Reportedly on (B)(6) 2016, the subject pacemaker was tried to be implanted with a non-sorin lead. During the implantation procedure, it was not possible to tighten the set-screw. The lead was inserted all the way into the port and the screw was tried to be tightened but the screwdriver did not click, the ratchet noise was not heard. The tightness of the connection was checked by pulling the lead, but the lead connector did not remain in the pacemaker port. Another pacemaker was implanted.